Event description:
Pt had hyperopic lasik in both eyes with the visx star excimer laser and enhancements in the following year. Started to experience wildly fluctuating vision, and this forced pt to drop out of school. Pt is now 17 months post-enhancement and is still unable to work or attend school because of vision problems. Problems include: irregular astigmatism, severe ghosting, seeing multiple overlapping images, massive regression, severe dryness with corneal erosions, fluctuating vision and eye muscle imbalance. Causing focusing problems. Based on experience and those of several others who have had hyperopic lasik with the visx laser, feels that this laser does not produce results that are stable over the long term.